Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter states the screen went blank after swimming with pump and whenever she went to prime/rewind, the buttons would not respond, but also the screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/25/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/05/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, moisture was observed behind the display lens. The pump was powered on with audible tones and vibrations, but the screen was blank. A leak test was performed and a display lens leak was found. The pump case was opened and moisture residue was found on all internal components and printed circuit boards.